Event description:
A high readings issue was reported with the adc device. A customer reported receiving a sensor scan that was ¿over 300 mg/dl¿ and based on the sensor result, the customer self-treated with an unspecified dose of insulin. Consequently, the customer experienced shortness of breath and felt low, blood sugar in the ¿60¿s¿ which was obtained on an unspecified device. The customer had contact with a healthcare professional who obtained an unspecified laboratory result and administered an unspecified IV for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.